Event description:
It was reported that patient developed rashes and blister post-op of a laminectomy while using the primapore products. The wound was said to the exact size of the primapore sponge. Patient was administered oral steroids and topical ointment for treatment. Based on the information provided, the patient has recovered with no further reported incidents.